Event description:
Customer reported they were unable to test in their freestyle lite meter and went into a diabetic coma. Customer did not recall experiencing any symptoms prior to the event. Paramedics were called and treated customer with glucagons. Customer was then transported to a local hospital where she was diagnosed with severe hypoglycemia and being treated with unk medication. At the point of customer contact the customer stated that the freestyle lite meter would not start after a blood sample was applied, however, it is unk at this time if this issue was occurring at the time of the reported event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.